Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. In this case, it was noted that the patient had annular calcification prior to valve implantation. The patient also developed endocarditis approximately one month post explant of the device. It is unknown whether these factors may have caused or contributed to the explant. Although the root cause of this event cannot be conclusively determined, it appears that this event was likely due to patient and/or procedural related factors. There has been no indication or allegation of a product malfunction or deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that the subject device was explanted approximately one month after implant due to perivalvular leak. The initial valve replacement was due to mitral valve stenosis with a calcified annulus. It was noted the patient returned approximately one month later for redo-mvr again for endocarditis. The patient initially did well but then deteriorated after some time and expired. No other details provided.